Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k65-74 that has a similar product distributed in the us, list number 07k65-74, 510k k173122. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 generated from architect analyzer and provided the following data: sample ID: (B)(6) initial result was 33.93 pmol/l and repeat result was 15.98 pmol/l. (Customer reference range is 9.01-19.05pmol/l). Patient information: 25 year old female there was no reported impact to patient management.

Event description:
The customer observed falsely elevated architect free t4 generated from architect analyzer and provided the following data: sample ID (B)(6) initial result was 33.93 pmol/l and repeat result was 15.98 pmol/l. (Customer reference range is 9.01-19.05pmol/l). Patient information: 25 year old female. There was no reported impact to patient management.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaint activity for the architect free t4 assay, however no trends were identified for complaint lot 79415ud03. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 79415ud03. A review of instrument data shows the median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent, lot 79415ud03 was identified.